Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during use on pt a doctor found the proximal part got broken into pieces. Some of them fell into the cavity but all of them could be retrieved by use of forceps.